Event description:
Device was purchased new. After approximately 3 months of use, the lucite portion cracked where the screws are located. Manufacturer notified. Company replaced the parts at that time. Now, approximately 4 months later, this facility noticed the same stress cracks recurring. The manufacturer has been notified again.